Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a meniscus repair and anterior cruciate ligament reconstruction, a fast-fix 360 curved was used to repair a torn meniscus. After being implanted, during the stability assessment, the sutures came loose in the knee joint failing to hold the repair in place after. In addition, t1 and t2 implants were not seen in the knee joint. Surgery was resumed, after a non significant delay, cutting off the loose sutures and using a competitor device. No patient complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.